Event description:
It was reported that the patient had a revision surgery to replace a inflatable penile prosthesis(ipp) pump due to a dimpled pump. A second revision surgery occurred (B)(6) 2020 to replace the entire ipp due to damage to the reservoir. A patient outcome of stable was reported.

Event description:
It was reported that the patient had a revision surgery to replace a inflatable penile prosthesis(ipp) pump due to a dimpled pump. A second revision surgery occurred (B)(6)2020 to replace the entire ipp due to damage to the reservoir. A patient outcome of stable was reported.